Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately nine years ago. There was an intervention performed four years post index procedure with the implantation of an aneurx aortic cuff, (B)(4). The aneurysm and vessel morphology at the time of implant were not reported. A prior CT scan from seven years ago showed the aneurysm was 2.7 cm in diameter with no endoleak; approximately 8 months later there was a small type 1 endoleak present and the aneurysm was 3.2 cm and another follow-up performed approximately 10 months later showed there was a more prevalent endoleak at the same location with increase of the aneurysm size to 4.8 cm. It was reported that 1.5 months ago a CT demonstrated a proximal type I endoleak. The patient was converted to an open surgical repair. No additional clinical sequelae were reported and the patient is fine. Films were reviewed. The cta exam impression was reported as: 1. Type I endoleak arising from the anterior aspect of the proximal body of the stent graft. When compared to prior studies, there is no evidence of graft migration, but findings are rather consistent with extension of the aneurysm cranially such that the neck of the aneurysm anteriorly is now less than 5mm in length. 2. A 5.8cm aaa pressurized by the aforementioned endoleak. This is significantly increased in size from six years ago and subtly increased from three months ago. 3. A 4.6cm right common iliac artery aneurysm, also significantly increased in size from six years ago, but stable since three months ago. This aneurysm appears to communicated with the aforementioned aortic aneurysm and is pressurized likely on the basis of the type I endoleak as well. 4. Fractured right renal artery stent, (another manufacturer's) though this stent appears widely patent.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; short proximal aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; short proximal aortic neck).